Manufacturer narrative:
Based on the claim against the product by the customer noting the clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem o lok clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not apply the clip as commanded. The root cause is attributed to cracked input disks. Additional observation related to customer's reported complaint: the clip applier was found to have multiple cracked input disks. Input disk #6 was found broken into pieces inside the housing. Hairline cracks were found on input disk #7. As a result of the cracked inputs disk the instrument failed the clip test. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the broken input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure the large hem-o-lok clip applier did not clamp enough to lock. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument was not used on the patient because they could not get the large clip applier to clamp enough to lock on the arm. She confirmed that there was no tissue involvement as the issue occurred prior to inserting into the patient. All of this took place as they attempted to place the instrument on the arm and prior to use. They used another clip applier for the procedure without any issues.